Manufacturer narrative:
The suspected faulty main board was received at getinge's national repair center (nrc) for further investigation. A supplemental report will be submitted when additional information is provided.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The suspected faulty main board was inspected by a getinge technician per the cs300 service manual with no visual damage observed. The main board was installed in the cs300 test fixture and tested to factory specifications per the cs300 service manual. The reported issue could not be verified and the cs300 was observed to enter the service mode to factory specifications. The main board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The failure analysis and testing dept. Received main board. Main board serial number (B)(6) from the supplier. The supplier stated that the board was untested and unrepaired, no test set available. Please see attachment. Retaining the main board in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
On december 14, 2020 clarification was received that this is a reportable event. The getinge field service engineer (fse) who encountered the issue replaced the main board, exchange pcb, and successfully completed the pm service. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The suspected faulty board will be returned to our national repair center for failure investigation, and a supplemental report will be submitted upon completion of this investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) unit had an out of box failure of the main board which caused an electrical test fails code #52. There was no patient involvement, and no adverse event reported.